Event description:
It was reported that an alarm occurred. There was no adverse impact to the customer's blood glucose level. The customer did not have the original cartridge available for verification but was able to load a new cartridge and successfully resume insulin delivery after receiving instructions from technical support.